Event description:
Siemens medical solutions USA, inc. Was notified of a service engineer injury on (B)(6) 2019. A service engineer neglected to follow procedure 8738010-vft-000-07 when servicing a symbia evo excel gamma camera at a customer site. As a result, the engineer received injuries to his finger while testing system motion. His finger was pinched between moving components. The injured service engineer had surgery on his middle finger, left hand. The last phalanx (bone of the finger) was reconstructed by the surgeons. There are no product or labeling deficiencies or malfunction. There was no other injury to any other person.